Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor hasan error message audio failure. The customer confirmed that the device was not connected to a patient when this event happened and no adverse event was reported.